Event description:
It was reported that pump usb port was broken and prevented connection, and distributor later confirmed that damaged usb port prevented connection despite attempts with several different cables. There was no reported impact to the customer¿s blood glucose level. Customer was expected to return device for evaluation, and distributor arranged replacement pump, but no additional information was received regarding further actions or final outcome of event.